Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage and power cable disconnect alarms was confirmed via the submitted and downloaded log files but was not reproduced during evaluation of the returned heartmate 3 system controller and via submitted photos. The reported event of damaged power cables was confirmed during evaluation of the returned controller. The account submitted a photo which captured damage to the outer jackets and bend reliefs of both controller power cables. The returned controller, serial number (B)(6), was visually inspected and confirmed the damaged power cables. The system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The system controller was connected to a mock circulatory loop and was run for an extended period without issue. The power cables were manipulated during testing and no atypical alarms were reproduced. The submitted and downloaded controller event log file contained overlapping data from (B)(6) 2025 to (B)(6) 2025. Throughout the log file, atypical power cable disconnect and low voltage advisory alarms were captured while connected to 14v li-ion batteries and the mobile power unit. The alarms were due to the relative state of charge (rsoc) and bus voltages on the white power cable fluctuating below the alarm thresholds. The alarms resolved each time when the respective voltages returned to the expected voltage range. On (B)(6) 2025, the log file captured a low voltage hazard alarm due to atypical rsoc voltages on the white power cable while the black power cable was disconnected. On (B)(6) 2025, the driveline was disconnected and shortly after both power cables were disconnected. This is consistent with the system controller exchange. The pump appeared to operate in the expected range while the driveline was connected. There were no other notable events captured in the log files. The provided information indicated the cause of the power cable disconnect alarms was not known, and the alarms resolved after the system controller was exchanged. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, low voltage advisory, and low voltage hazard alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage alarms despite their power source being clean, changed and plugged in appropriately. This occurred on battery and wall power. Upon inspection their power cables, the outer sheath appeared deteriorated with under layers exposed. A system controller exchange was performed with no reoccurrence of alarms. Log files were submitted for review. The event log file captured low power advisory alarms and power cable disconnect (f10 & f12) on white power cable starting on (B)(6) 2025 to. Images submitted to technical services confirmed deterioration on the outer sheath of the system controller's power cables. The batteries and the battery clips appeared clean with no visible damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.